Event description:
It was reported during follow-up that instances of noise reversion had been observed on the right ventricular channel of the pulse generator. Device reprogramming was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.